Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to a rupture and a gel bleed.

Event description:
Regulatory agency reported a ¿rupture with double membrane; perspiration of the silicone through the membrane as well as a gel bleed. Removal of the device and partial capsulectomy.¿ the effected side has not be specified. This record relates to the right side. The device has been removed.